Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, it was not possible to screw the atrial lead into the cardiac resynchronization therapy defibrillator (crt-d) device header, because the grommet was lost. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was additionally clarified that the grommet setscrew was lost outside the patient's body during connecting the lead. It was further report that the right atrial (ra) lead had dislocated due to the patient raising their arms too high, resulting in unacceptable sensing and thresholds. The ra lead was repositioned and remains in use.